Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. After axillary-axillary artery bypass, the device was implanted from the position where the left common carotid artery was covered as planned. The procedure was completed without any leaks. On (B)(6) 2023, the patient was urgently transferred to the operating room with a state of shock. Resuscitation was performed, but the patient expired the same day. A pathological autopsy confirmed that there was an aortic dissection formed in the proximal side of the device. The cause of death was diagnosed as an ascending aortic rupture due to the development of the aortic dissection. The physician commented that he should have been more careful about the device size selection. The device oversizing might have related to this event. The patient had autoimmune disease and took steroids. Reportedly, the patient aortic wall may have been fragile because of the medication.